Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue of an infusion stopped - heparin was not determined because no products or device logs were returned.

Event description:
It was reported that the heparin infusion ordered at 18 ml/hr had stopped with the high alert blinking, although the nurse reports not hearing the alarm. Upon device inspection, it was revealed that the male iui connector had corrosion, and the pivot latch screw was backing out. The heparin infusion was delayed due to the alert for about 5-10 minutes, but there was no change in therapy or treatment plan. There was no patient harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the heparin infusion ordered at 18 ml/hr had stopped with the high alert blinking, although the nurse reports not hearing the alarm. Upon device inspection, it was revealed that the male iui connector had corrosion, and the pivot latch screw was backing out. The heparin infusion was delayed due to the alert for about 5-10 minutes, but there was no change in therapy or treatment plan. There was no patient harm.